Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield breaks off from needle. The following information was provided by the initial reporter: "the safety device fell off the vacutainer during collection".

Event description:
It was reported during use the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield breaks off from needle. The following information was provided by the initial reporter: "the safety device fell off the vacutainer during collection".

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.